Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: january 5, 2026 section h3: device evaluated by manufacturer: yes device evaluation: the folding carton was inspected and observed to be crushed and damaged on one end with the tamper seal torn. The simplicity was observed inside the sealed johnson & johnson pouch. The simplicity was inspected through the pouch; no issues to the cartridge or handpiece were observed. The lens was evaluated through the pouch and lens module; no issues with the lens could be observed, and the lens was in the correct position. No issues were observed with the sealed product. The complaint issue "packaging issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "lens damaged" was not identified during product evaluation. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that upon opening the package, a preloaded monofocal intraocular lens (iol), model dib00 was received with the outer box intact but the iol box damaged. It appears the warehouse may have placed a damaged iol inside the order. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: unknown, not provided, but the best estimate date is on or before november 17, 2025. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: (email address): unknown/not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.